Manufacturer narrative:
Manufacturer narrative awaiting conclusion of investigation.

Event description:
User reported that the arterial flow probe alerted multiple times, followed by pump stop then retrograde flow. The user could not reset the bubble stop and switched out the flow probe. Once the flow probe was switched out, the user was able to reengage flow. The user said the touchscreen was unresponsive until they switched out the flow probes. The patient was without flow for minutes.